Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being seen today for their first programming session and caller indicated they were getting high impedance values on contact 3 at 10,000 ohms and then at 15,000 ohms when they retested again. Caller stated they always test at 1.0ma and wanted to know why value had gone up. Also, they were not able to get brain sense data on that contact either. Caller re-tested and saw value showing ">5k" on contact 3. Contact 2: 1216 ohms, contact 1: 1329 and contact 0:1400 ohms. Bipolars for contact 3 were 7428, 7267 and 7187 ohms, bipolars: were in the 2000 ohm range. It was reviewed that they could continue to stim more and retest contact 3 again or choose not to use contact 3 in programming. They were asked for post-op impedances to compare to today but those values were not available.